Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2014-05281, reference MFR report #: 1627487-2014-05282. It was reported the pt's (thoracic) scs system was explanted due to staphylococcus aureus. The pt has been given IV and oral antibiotics to treated the infection. The pt's wounds have been healing well over time. The pt will follow-up with his doctor on a later date.